Event description:
The physician attempted closure of an arteriotomy site with the starclose device following an unk procedure. The physician fired the device and removed it with no problems, however, after removal, he looked at the device and thought it looked "funny". Manual compression was held because of the appearance of the device. Further evaluation revealed that one the wings appeared to be fractured. There was no patient injury or adverse event.

Manufacturer narrative:
Upon investigation, the nylon shaft to pusher body joint failed. We have identified a malfunction that has met the criteria for reportability. Sbusequently, we have determined that this event is reportable as a "product problem (malfunction)". Review of the lot history did not produce any findings relevant to this report.